Event description:
It was reported that: patient reported thigh pain 15 years after initial surgery, doctor decided to revise and remove original osteonics cemented stem and head and replace with dephue revision stem. He increased head size and therefore needed to remove original poly as to accommodate new head. Both stem and head and cup were revised successfully."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returning to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.